Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number gd896704 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On and unknown date, the patient was hospitalized for the peritonitis. Treatment for the event was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital in the same month as the onset. The patient recovered from the peritonitis. No additional information is available. This is report 2 of 4.